Manufacturer narrative:
(B)(4). The hospital's biomedical engineer reported a pt death and was requesting assistance in retrieving data from the bedside monitor. Based on the available information from the hospital's biomedical engineer, the monitor was not a contributing factor in the incident or death of this pt. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The hospital's biomedical engineer reported a pt death and was requesting assistance in retrieving data from the bedside monitor.